Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black, and it came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. There was no issue with pre-imaging and procedure. The lesion was the contralateral superficial femoral artery. A 6f non-cordis guiding sheath was changed to a 6f 10 cm non-cordis sheath. The device will not be returned for evaluation

Manufacturer narrative:
Complaint conclusion: as reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black, and it came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. There was no issue with pre-imaging and procedure. The lesion was the contralateral superficial femoral artery. A 6f non-cordis guiding sheath was changed to a 6f 10 cm non-cordis sheath. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18385063 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.